Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer in the (B)(6) of peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. The patient was on hemodialysis. On an unreported date in (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The nurse was contacted, but declined to provide information and stated that she did not have any information regarding peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11j04116 and h11j09016 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.